Manufacturer narrative:
(B)(4). The stimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the extensions model 7482a51 serial # (B)(4) found broken conductor wires. The extensions were returned in two segments. The proximal ends were ok and there were setscrew marks in the correct location. All conductor wires were broken 2.5cm from the distal end on both extensions. The crimp sleeves were ok, and the body insulation was cut through and the product segmented on both extensions. The distal ends were ok. There were no shorts between circuits on all segments. Continuity was acceptable on the proximal segments. All circuits were open on the distal segments. Analysis of the neurostimulator model 7428 serial # (B)(4) found no anomaly. The initial review findings were ok. The insulation coating was scratched and the ins can was scratched and had burn marks from suspected cautery. The setscrews, access hole adhesive and connector module were ok. There were punchout holes in the grommets and foreign material was observed in the connector ports. There was good stable output on all electrode pairs as received. There were no issues when pressing on the ins can.

Event description:
It was reported the stimulator was turning on/off without waring, and the pt was not receiving consistent therapy. The device stopped working, and there was not normal battery depletion. The stimulator was replaced and the pt recovered without sequela.